Event description:
Female neonate, at term, delivered vaginally following several applications of a vacuum extractor. Computerized axial tomography scans of the head, without contrast, were positive for left parietal extra axial hematoms, either epidural or subdural and a subgaleal hematoma of the left anterior and posterior parietal areas.